Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that only the distal segment of the lead was returned severed 280 millimeters from the tip. The helix was extended with tissue entwined within it. Cuts were also noted in the insulation and the extracting stylet was returned stuck in the returned segment of the lead. There was calcification and tissue noted on the proximal spring eptfe on the proximal end. The medical adhesive (ma) was torn/separated from the eptfe at the proximal end of the proximal spring electrode and the proximal spring was also observed to be stretched at that point. The proximal and distal spring electrodes were separated from the lead body insulation-ma and body fluid was noted in all lumens. The lead passed continuity testing which indicated it was electrically continuous. Overall, analysis determined the condition of the lead to be the result of induced damage during the explant procedure. Analysis was unable to confirm the clinical allegations made against the lead in the field.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise on the pace/sense and shock channels. Fluoroscopy indicated there was a bend in the rv lead that may be contributing to the noise. There was no asystole of greater than two seconds noted on the provided electrogram. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.